Manufacturer narrative:
Per tandem¿s user guide: ¿your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred after the customer dropped their pump in water. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer performed a cartridge change resolving the issue.